Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at the implant procedure, the parameter values of the lead were found unacceptable during testing. When the physician changed the anode to cathode and cathode to anode, the test values for the parameters were satisfactory. The physician decided that the values were acceptable and kept the lead implanted in patient. No patient complications were reported as a result of this event.